Event description:
A medtronic representative reported a 6.5mm tap (cannulated) that was clogged. This condition was identified when putting the tap through normal steam wash. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped (B)(4) 2013. Medtronic inspection/evaluation of suspect returned device finds the tap was not blocked as reported. Medtronic engineer was able to pass a guide wire completely through the instrument. The instrument is not bent and the tip is not damaged. Issue could not be duplicated. No problem found, device is fully functional.